Event description:
Allegedly, the modular neck broke while baking in her kitchen.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the device returned. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00078, 00079. The following dates are estimated.